Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings and no delivery alarm from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer treated the high blood glucose readings with manual injections. The mother stated that the infusion sets were clogged and the pump did not alarm no delivery. The customer stated that she had high blood glucose readings because the infusion sets were clogged. The mother declined to troubleshoot for high blood glucose readings.